Event description:
Information received indicates there is no audible tone when the bed exit alarms.

Manufacturer narrative:
The technician found the speaker was not working on the bed exit board. The technician replaced the speaker to repair the bed.